Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) intermittently failed to display ECG waveforms for one bedside monitor (bsm). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse station (cns) intermittently failed to display ECG waveforms for one bedside monitor (bsm). Waveforms were visible while in the "monitored beds" settings screen but disappeared after exiting the screen or accessing the patient submenu. The bsm was viewable on a remote network station (rns) and other cns units without issue. Technical support (ts) attempted extensive troubleshooting steps; including multiple cns reboots and power cycled the bsm. The bsm was moved to an empty tile, which displayed the admit button, but the issue persisted. Swapping the bsm with another tile yielded the same result. No patient harm was reported. Investigation summary: the cns was returned for evaluation. Service inspection identified boot errors and indicated an hdd malfunction or corrupted software. The hard drives were replaced and re-imaged per service procedures, followed by full system initialization, calibration, and extended testing, all of which passed. The root cause of the error was determined to be hdd malfunction and/or corrupted system software affecting waveform display. The root cause of waveforms not displaying could not be determined. No further investigation is required. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: bedside monitors (bsm): model #: mu-631ra. Serial #: (B)(6). Device manufacturer data: 07/18/2018. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) intermittently failed to display ECG waveforms for one bedside monitor (bsm). Waveforms were visible while in the "monitored beds" settings screen but disappeared after exiting the screen or accessing the patient submenu. The bsm was viewable on a remote network station (rns) and other cns units without issue. Technical support (ts) attempted extensive troubleshooting steps; including multiple cns reboots and power cycled the bsm. The bsm was moved to an empty tile, which displayed the admit button, but the issue persisted. Swapping the bsm with another tile yielded the same result. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: bedside monitors (bsm): model #: mu-631ra. Serial #: (B)(6). Device manufacturer data: 07/18/2018. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) intermittently failed to display ECG waveforms for one bedside monitor (bsm). No patient harm was reported.